Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(6).

Event description:
It was reported the customer received the following results, with two different meters, within 10 minutes: 88 mg/dl, 416 mg/dl, and 324 mg/dl (system 1, performa connect) and 99 mg/dl (system 2, performa nano). No adverse event reported. Return of the suspect device was requested for evaluation.